Manufacturer narrative:
Further information was requested but not received. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that on (B)(6) 2021, that a 26 mm sjm rigid saddle ring was successfully implanted for a mitral valve repair. After the surgery, transesophageal echocardiogram (tee) showed no mitral regurgitation (mr). On (B)(6) 2021, 2d echo showed that there was severe mr. The device was explanted and replaced with a 27 mm sjm masters series valve expanded cuff to resolve the event. No additional information was provided.

Manufacturer narrative:
Additional information: b7, d9, g3, h2, h3, h6, h10. Correction: b5. An event of regurgitation due to chordal rupture and explant of the device was reported. The device met visual specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2021, that a 26 mm sjm rigid saddle ring was successfully implanted for a mitral valve repair in a patient with pre-existing conditions of rheumatic heart disease. After the surgery, transesophageal echocardiogram (tee) showed no mitral regurgitation (mr). On (B)(6) 2021, 2d echo showed that there was severe mr due to chordal rupture. The device was explanted and replaced with a 27 mm sjm masters series valve expanded cuff to resolve the event. The patient remained hemodynamically stable throughout the procedure. No additional information was provided.